Event description:
A facility reported that the patient was in an invacare manual wheelchair equipped with compatible pride leg rests. The patient allegedly sustained a cut on her leg from the leg rest, requiring stitches at the emergency room.

Event description:
A facility reported that the patient was in an invacare manual wheelchair equipped with compatible pride leg rests. The patient allegedly sustained a cut on her leg from the leg rest, requiring stitches at the emergency room.

Manufacturer narrative:
The leg rests from the actual device involved in the incident were evaluated.(B)(4)

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.